Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Testing of the customer samples was performed and underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "when doing a routine venipuncture by an experienced phlebotomist there was blood in the device tubing (flash) but the tubes did not fill. The phlebotomist said she was in the vein, the subject had a good vein, but no blood went into the tubes. It is my understanding that the phlebotomist tried a replacement vacutainer tube but still there was no blood flow. This incident happened on (B)(6) 2019."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "when doing a routine venipuncture by an experienced phlebotomist there was blood in the device tubing (flash) but the tubes did not fill. The phlebotomist said she was in the vein, the subject had a good vein, but no blood went into the tubes. It is my understanding that the phlebotomist tried a replacement vacutainer tube but still there was no blood flow. This incident happened on (B)(6) 2019."